Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the segment steel braid steel braid piercing . Based on the result, we concluded, that it was caused, due to the excessive force applied on the segment steel braid. In addition, our technician confirmed, that the lcb (light carrying bundle) broken, the remote control buttons cracked, the insertion flexible tube cut, the distal body worn out and the suction channel kink. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628 (ift)" and/or the risk analysis results, it was evaluated to submit MDR.